Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer stated the insulin squirted out during manual prime. Customer's blood glucose was 189 mg/dl. Troubleshooting was done. Customer reported drive support cap was protruded. It was also mentioned customer's blood glucose was 197 mg/dl. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.